Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead.

Event description:
Eight days post implant it was reported that twos (t-wave oversensing) was observed on a couple of episodes post sense on the right ventricular (rv) lead. It was noted that during the twos the patient has small r-waves that are causing the twos. Possible rv lead dislodgement was suspected since this is a recent implant and might be causing small r-waves. The rv lead¿s sensing was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.